Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp alarm: purge failure is confirmed. The returned pcs assembly alarmed "purge failure" during the complaint investigation, and the 1 psi relief valve engaged at the start of pumping. The root cause of this complaint is undetermined. A potential cause is a stuck pcs valve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use in the operating room (or) the tech stated, they tried to pump but got a purge failure alarm. The helium tank was changed but did not resolve the alarm. The iabp was swapped out and sent to biomed. The field service engineer confirmed the purge failure alarm. As a result, the pneumatic control system (pcs) assembly was replaced. There was no report of patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use in the operating room (or) the tech stated, they tried to pump but got a purge failure alarm. The helium tank was changed but did not resolve the alarm. The iabp was swapped out and sent to biomed. The field service engineer confirmed the purge failure alarm. As a result, the pneumatic control system (pcs) assembly was replaced. There was no report of patient complications.